Manufacturer narrative:
Event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for market within the united states.

Event description:
Second revision occurred on (B)(6) 2019 due to dislocation approximately 3 years following first revision. Surgeon explanted 36/+6 humeral cup and replaced it with 36/+6 humeral cup and +9mm spacer for total spacing of +15mm. First revision replaced humelock reversed prosthesis for unknown reason approximately one year after primary surgery.